Manufacturer narrative:
During troubleshooting on (B)(6) 2016 the customer found a leak in tubing through the bsv (blood sampling valve). The customer was guided in trimming and reattaching the tubing to the bsv to fix the leak. The repairs were verified per established procedure. (B)(4).

Event description:
The customer reported an uncontained cleaner leak of less than 5 cc from a fitting in the bsv on the coulter lh750 hematology analyzer. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.